Event description:
It was reported the physician implanted a gore® helex® septal occluder to close an atrial septal defect. One day post procedure imaging showed a large residual shunt and part of the left atrial disc prolapsed through the defect. The physician removed the device with a snare and an aso device was implanted. The patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was discarded, so no engineering investigation could be performed.